Event description:
The clinic reported that a laser vision correction patient presented with dry eye, fuzzy vision glare post lasik in right eye (monovision for distance) and left eye for near. The topical steroid dosage was increased. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of dry eye and fuzzy vision glare. Bcva from (B)(6) 2014: right eye pre-op 20/20 1.75 x -.75x 9; left eye pre-op 20/20 1.75 x .00 x 90. Bcva from (B)(6) 2015: right eye post-op 20/50 -2.50 x -.50 x 100; left eye post-op 20/50 -.75 x .00 x 90. It was reported that event is lasting and disabling and is significantly interfering with daily activities.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.